Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition "failure to restart after downstream occlusion" was verified. A review of the event history log does show an event of "downstream occlusion" not followed by "pump run - auto re-start". Evaluation found no discrepancies during evaluation and did not reproduce the reported problem. The device was found in specification. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to restart after downstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.